Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Two broken and leaking dacapo powerpacks were received at headquarters for investigation. Currently there is no report of user contact to electrolytic fluid or injury reported.

Manufacturer narrative:
Conclusion: the returned devices were visually inspected upon arrival. Mechanically damaged housings were observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housings was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
Two broken and leaking dacapo powerpacks were received at headquarters for investigation. Currently there is no report of user contact to electrolytic fluid or injury reported.